Event description:
An endurant stent graft system planned to be implanted for the endovascular treatment of a right common iliac artery aneurysm. The proximal neck was 25 mm in diameter and 9.5 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 12 mm in diameter. The left femoral artery measured 7.4 mm in diameter. The suprarenal angulation is mild and there is moderate calcium and no notable thrombus where the graft hooks will engage the aorta. The infrarenal neck angulation is mild. There is no notable calcium or thrombus in the infrarenal neck. The right common iliac artery has moderate to severe calcium and severe tortuosity and measures 11.9 mm in diameter. The left common iliac artery has moderate to severe calcium and severe tortuosity and measures 16.5 mm in diameter. During the index procedure, it was reported that the endurant limb was to be placed at the proximal right common iliac artery landing distally in the right external iliac artery following coiling of the right internal iliac artery. The device was very difficult to track up the right common iliac artery. As it was deployed the catheter came back approximately 4cm however, the graft stayed contained within it and the tip was separated by 4cm. The surgeon wound the handle back from the front grip as far as it would go and the graft was still completely contained and had not deployed. The physician used calipers to open the device and tried to manually deploy the graft but it was stuck. The physician attempted retrieval of the nose cone and retrieved most of it and managed to safely withdraw the device still containing the graft. There was extensive tortuosity throughout the right common iliac artery which may have contributed to the delivery system failure. The physician finished the procedure by deploying two shorter grafts into the right external iliac artery with difficulty but successfully. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned angio images at implant show a severely tortuous and diseased iliacs; bilaterally. The pigtail appeared kinked within the right iliac. The right internal iliac artery was coiled. The delivery system of the long iliac limb was seen brought up into the right iliac. The tip of the delivery system was seen positioned approximately 5cm proximal to the graft cover; however, the stent graft was still completely inside the removal of the undeployed stent graft, a 3cm length of an unknown tube was seen in the distal right common iliac. Stent graft cover. The cause of the deployment difficulty could not be determined from the images. After this section of tube was snared and removed from the patient. Two endurant short limbs were successfully implanted into the patient, with no obvious stent graft issues seen post implant.

Manufacturer narrative:
(B)(4). Method: (film). Results and conclusion: (deployment difficulties). (Treatment of a right common iliac artery aneurysm). (Unknown cause of event). B)(4).